Event description:
The account alleged the bed has no power and there is a burning smell.

Manufacturer narrative:
The technician investigated and found the high voltage board appeared to catch fire but no flames were seen, only the smell of smoke. He found the high voltage board; several relays and the electronics pan insulator were melted. The technician replaced the high voltage board and the pan insulator to repair the bed.